Event description:
It was reported that it was difficult to obtain telemetry of a pump. It was subsequently determined that the pump was flipped. The hcp manually flipped it into the correct orientation. A revision was planned.

Manufacturer narrative:
.